Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse performed a performed pneumatic leak tests, luer plug not recognized. To address the issue the fse replaced pneumatic module assembly. Unit passed all calibration, functional, and safety tests per factory specifications, returned to customer and cleared for clinical use. Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "disconnecting error." The iabp unit was swapped out to continue therapy without issue. There was no patient harm and no adverse event was reported.